Manufacturer narrative:
Analysis: the gross analysis shows the device is acceptable, the valve leaflet tissue is not torn and the leaflets are flexible and intact. A small, natural fenestration is noted located below the free margin in the left cusp toward the left right commissure. Inspection of the fenestration reveals that it meets manufacturing specification and the device is deemed acceptable, as received. Event info shows that natural fenestrations were discussed with the surgeon during the case, but the device was abandoned at implant and replaced with another product. Device had been stitched in prior to removal. No subsequent pt complication has been reported. Conclusion: no pt event, device abandoned at implant. Product analysis confirms the reported natural fenestration; the device is within specification and is deemed acceptable.